Event description:
It was reported that during a prostatectomy procedure an error code 5: instrument error was displayed. Another like device was used. There was no pt consequence.

Manufacturer narrative:
Eval summary: the analysis results found that three ace23p devices were received instead of one ace36p. When attempting to activate the devices (a and c) on a generator gave an error code 5. Visual examination found an area of the blades that was colored due to heat generated from contact between the blade and tissue pad. Further analysis found a crack propagating from the heat-affected area of each blade. This failure is caused due to activation of the device while clamped without tissue being present. For this reason the following statements were included in the instructions for use: "care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in damage to the instrument." Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process. Device c batch d9dg3j, mfg date: 03/2007, exp date: 02/2012. The device b was returned in good visual condition. The device was tested and it was verified that the device was non-functional. The device was disassembled and it was found that the blade was cracked at the pinhole under the sheath of the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached how the damage to the device occurred. Device b batch d9dp63, mfg date: 05/2007, exp date: 04/2012. Results: (pinhole).